Event description:
It was reported that the pta balloon ruptured during the first inflation at 12atm in the proximal popliteal artery. There was no difficulty retracting the catheter through the sheath. Another balloon was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device was returned. The investigation is confirmed for a partial circumferential rupture. Per the reported event, the treatment site was reportedly hard and calcified with plaque; therefore, it is possible that pt factors contributed to the event; however, the definitive root cause could not be determined based upon the available info. The info provided by bard represents all of the known info at this time. Despite good faith effort to obtain additional info, the complaint/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.